Manufacturer narrative:
The pump was received with a critical error. A pump error 35 was found in the formatted history file due to force sensor zero off set out of specification. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump also minor scratches on the lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received pump error on their insulin pump. It was reported that the customer was advised the pump would be replaced and returned for analysis. No further information provided.